Event description:
The customer reported being hospitalized due to high blood glucose of 379 mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The customer mentioned having pain all over his body and dizzy spells. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer stated that he has lumps in his stomach. Advised the customer that it appears he has scar tissue and may need to start wearing the infusion sets in different area of his body. The customer's most recent glucose reading was 179 mg/dl. Reviewed the alert history and found several error alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. MFR report 1 of 2, medwatch report# 3004209178-2011-83450. Mfg report 2 of 2, medwatch report# 2032227-2011-02777.